Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent an endovascular treatment of a thoracic aneurysm using gore® tag® conformable thoracic stent graft with active control system and gore® dryseal flex introducer sheath. Resistance was observed when inserting a 24fr dryseal from the right femoral artery. After deployment of ctagac, it was confirmed the left common carotid artery was partially covered by the device. To secure the blood flow, express ld stent was implanted in the left common carotid artery. After removal of the sheath, angiography showed the vessel damage at the right external iliac artery. Occluding with a balloon, a stent graft was implanted to treat the bleeding. The patient tolerated the procedure. Reportedly the physician deployed the device too proximal than it should be. It was reported that the access vessel was too narrow.